Event description:
This is a spontaneous report by consumer with supplemental information by a nurse in the USA of patient made mistake/touch contamination/did not clean the exchange area before starting pd and peritonitis with culture positive for staphylococcus in a (B)(6) male patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (lot numbers, doses, and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer and nurse reported the following. On an unreported date in 2011, the patient made mistake/touch contamination and did not clean the exchange area before starting pd. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on (B)(6) 2011. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital and was recovering. Dianeal therapy was ongoing. The nurse reported the peritonitis with culture positive for staphylococcus was due to patient made mistake/touch contamination and did not clean the exchange area before starting pd and was not related to dianeal therapy. An opinion of causality for patient made mistake/touch contamination and did not clean the exchange area before starting pd was not reported. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (10l14h25, 10k17h25) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. The label review found the labeling adequate for the use error(s) identified in this complaint.